Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse worked with building services to visually inspect the pcs in the m and r cabinets, and no issues was found. The system was rebooted, and the issue was resolved. Analysis of log file revealed an error related to the retrieval of the system interface board (sib) internet protocol (ip) address. A philips field service engineer (fse) inspected the system on-site and reinstalled the sibbox to resolve the reported problem. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.